Event description:
Device malfunction: device # 1 suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a suture break occurred and a second proglide was attempted with the same results. Hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Device #2 perclose proglide, part# 12673-05, lot# 63164-6h, is being filed under a separate medwatch MFR number.